Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) and bipolar endocardial tined lead experienced oversensing and inappropriate shocks. The physician performed an invasive procedure and found that the lead was sutured down on the lead body at implant. This caused a nick in the lead. The physician also noted that further down where the lead turned, the coils were exposed and the silastic body was gone. The physician elected to replace the entire system and implant a pectoral system.